Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). As per the investigation procedure, wear abrasion and creases. Were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of rupture was requested on august 07, 2024. Lot number 2479442 can be observed on the device. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Event description:
Healthcare professional reported, right side rupture. Device has been explanted.

Manufacturer narrative:
Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.